Event description:
While conducting a vertebroplasty, the physician noted that some cement was in the vena cava. The physician used a snare catheter to try and retrieve the cement. The snare dislodged the cement piece and allowed it to travel into the lungs. The physician attempted to retrieve the cement piece with a snare catheter and was able to remove part but not all of the material. The physician left the remaining cement piece in the lung.